Event description:
It was reported that a vns patient's lead was fractured and the generator was turned off. It was not provided how the assessment of lead fracture was determined by the physician. Additional relevant information has not been received to-date. No known surgery has occurred to-date.